Event description:
It was reported that a user experienced repeated scan errors when attempting to scan a freestyle libre 3+ sensor with the ilet bionic pancreas, and standard scan error troubleshooting was completed without resolution before the user was advised to replace the sensor and was transferred to the sensor manufacturer¿s support. Symptoms included inability to obtain glucose readings from the sensor due to scan errors with no adverse clinical symptoms reported. Outcomes included interruption of sensor-based glucose monitoring and no health impact. User support included remote troubleshooting and user education. Investigation of this case revealed a persistent sensor communication or reading failure consistent with a sensor error, with no additional device component findings reported. It was concluded, based on previously established findings for similar reports, that the cause was an isolated sensor malfunction.